Event description:
It was reported that the patient expired. The faxed episodes revealed r-wave dropout which led to t-wave oversensing and inappropriate therapy, although no episodes showed complete asystole. The ICD was explanted. There is no allegation from a healthcare professional that the death was device related.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.